Event description:
The customer reported that the system displayed low ma errors, kv readings were high during the last pm, and the system generates 'warning hi ma" when shooting through little density, okay at higher densities. Also the c rotation brake was working correctly.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tested the esd kit prior to use. Using esd precautions, he removed and replaced the high voltage tank, gen driver pcb, filament driver pcb and high voltage supply regulator. He performed a complete generator calibration, as specified in the service manual. He verified the "high-ma" problem was resolved and verified the kv problem was resolved by completing the pm. To resolve additional problems he cleaned the c assembly and c rotation brake. The system performs as intended.